Event description:
Ventilator stopped working while on patient. No alarms initiated. Patient taken off ventilator and bagged. Device evaluated by clinical engieering. Six error codes posted during long extended self test. Five were 48fb and one was 48f9. These eerrors were due to a bad cpu board. The board was replaced and tested. Device now meets manufacturer's specifications and was returned to service on 11/22/93.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: component failure, cpu board. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.